Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported leak/splash and identified missing silicone fluid in the sgc hemostasis valve. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the leak (loss of fluid column during device preparation) appears to be related to the observed missing silicone fluid. Missing silicone fluid appears to be related to a potential product quality issue; therefore, exception (issue) 136170 was initiated to evaluate whether a product issue exists. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr). During preparation of the steerable guide catheter (sgc), a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. There was no clinically significant delay or adverse patient effects in the procedure.